Event description:
As reported via an edwards clinical specialist, the patient experienced a femoral artery dissection event during an transaortic valve implant procedure via transfemoral approach. Upon removal of the edwards sheath, a femoral angiogram revealed limited flow in the femoral artery. It was diagnosed by the physician that there was a dissection of the femoral artery. This was successfully repaired by tamponading the artery using an occlusion balloon for approximately five minutes. Final femoral angiogram showed normal flow in femoral artery.

Manufacturer narrative:
The edwards retroflex sheath device was not returned for evaluation; however, there was no report of device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the right access site diameter was greater than 7 mm, however, there was mild vessel calcification. Calcification may reduce lumen diameter and limit or prevent transfemoral passage of the valve. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it appears that vessel characteristics contributed to the reported vessel dissection. No further actions are required at this time.